Event description:
Upon insertion of constrained liner, dr felt sure that it was locked into the d6 cup. Dr performed normal range of motion to the check stability of hip joint. The liner popped out of d6 cup while adducting the pt's leg and pushing posterior. Dr released the locking ring and disassembled the liner from the cup. At this point, gained greater exposure to the acetabulum, reinserted the constrained liner and it popped out again. No adverse consequences to the pt or surgical delay.